Manufacturer narrative:
After battery installation unit gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to display anomaly. Unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the display is damaged. Customer's blood glucose was unknown at the time of incident. No further details given.